Event description:
Pt experienced what appears to be a retroperitoneal bleed that went undiagnosed until they were hypotensive. An abbott closer device was used to close the femoral artery. It was felt that the device malfunctioned.